Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed on 4 out of 5 returned display boards. 4 out of 5 returned boards exhibited dim segments. One board was observed with no dim segments. Device inspection: visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the s/n (B)(4) service history record showed the device had a manufacture date of 27jul2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 11nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through the present. The failure record showed no production failure records were opened for the source device. Only lvp display board assemblies were provided for investigation.

Event description:
It was reported that the customer is replacing the display board since it had a dim tenth led segment. There was no patient involvement.